Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During the procedure for a chronic total occlusion (cto) at the coronary artery, the physician used a collecting device to catch a fragment of guidewire that was inserted against blood flow. However, the collecting device was broken in the patient body. The physician tried to catch the broken piece of the collecting device with a gooseneck snare but was not successful. The gooseneck snare loop was split and the object (piece of the collecting device) reached the capillary vessels. The gooseneck snare was retrieved from the patient body and the procedure was finished. No adverse event to the patient was reported.